Manufacturer narrative:
The device associated to the complaint were not returned for analysis. The DHR analysis performed for the corail stem (l20312 / lot 5038566) did not reveal any anomalies that could be related to the issue reported on the complaint. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, no product related issue was identified. The root cause of the issue could be related to the fall as indicated in the complaint description. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: patient has pain since primary surgery, pain in the femur since primary. Patient recently sustained a fall. X-rays showed periprosthetic fracture. On opening, the patient the corail stem was found lose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.